Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a pt had cells migrating onto the anterior surface of the iol. A yag laser procedure was performed postoperatively. Add'l info has been requested.